Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief despite reprogramming. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: (B)(6).